Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed a "unit inactive" message and was unable to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction and was found to perform to specification. Review of the device activity logs did not find evidence to support the reported event. The device was retained at zoll medical corporation and the customer received a replacement device. No trend is associated with reports of this type.